Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was restored to storage state and activated with a known good reader to receive first 5 ble (bluetooth low energy) packets and first 5 ble packets were received. The blc count and rssi (received signal strength indicator) were present for all packets. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer encountered a signal loss, and the customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia and was unable to provided self-treatment, requiring treatment with sugar (via oral administration) by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer encountered a signal loss, and the customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia and was unable to provided self-treatment, requiring treatment with sugar (via oral administration) by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.